Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 it was reported that the patient had an unknown antibiotic for an infection around the tube. No further information available.